Event description:
Patient was admitted to room 6 pavilion operating room for laser laparoscopy and excision of cyst. While on the course of laser usage, the laser tip (mtrl3) fell off the handle and caused a blanching of the bowel.